Manufacturer narrative:
D10 concomitant product: 170053 endostitch 2-0 vio 120 polysorb (lot#: j3k2687y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, when the surgeon took their first bite of the stomach pouch to start the anastomosis between the stomach and the bowel, the needle broke and half of the needle fell off and was lost in the patient's body. The surgeon used an x-ray but was unable to locate the broken half of the needle. The piece that remained inside was approximately 5 millimeter in length. Another suture was used to resolve the issue.